Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer was not able to erase the alarm. Insulin pump will be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker. The device had bleeding lcd glass.